Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was able to be charged and rebooted. The receiver log was downloaded and reviewed, no errors were observed. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, an unexpected receiver shutdown occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported unexpected receiver shutdown could not be determined. A root cause could not be determined.